Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl at the time of incident. The customer¿s parent stated that they changed the infusion set on her son¿s insulin pump and found that his blood glucose went up and they gave him the correction bolus and removed the infusion set then found that the cannula was bent. It was unknown if the customer was using auto mode or not. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.